Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: epidural catheter broke off into patient, needed to perform a spinal procedure to remove the broken off catheter piece.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unopened sample was provided for evaluation. Upon evaluation of the sample, the catheter was visually inspected with no damage or defects observed. The catheter was attached to a connector and pull tested with passing results. The reported concern was unable to be confirmed. Per the manufacturers investigation this defect is not likely to have happened during the manufacturing process. It is believed to happen during application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.